Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.2 failed. A field service engineer had observed in the test application that the drawer would only open if the side panel did not make contact with it. When the drawer was slightly moved away from the side panel, it operated smoothly. To resolve the issue, the field service engineer had slightly bent the side panel to prevent it from obstructing drawer 1.2. After the repair, no errors or failures could be recreated in either the main or test applications, confirming successful resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer 1.2 was not opened and unable to recover storage space. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.